Event description:
It was reported patient underwent a total knee revision of competitor products on (B)(6) 2013. During the procedure, it was noticed the box label and implant were marked as a right medial augment. The implant was a left medial augment. As a result, the surgeon changed from a 67mm tray and augment to a 63mm tray and augment to complete the procedure.

Manufacturer narrative:
Review of manufacturing history revealed that 8 units were manufactured to this lot. Review of sales history in conjunction with complaint history found that one other unit was invoiced with no other reported issues. All other units were within biomet control.